Manufacturer narrative:
(B)(4). On (B)(4) 2018 arjo representative was informed about the event with the involvement of a medi lift passive lift at the (B)(6). Following the information reported by the customer, the caregiver received an electric shock when unplugging the device from the wall ground fault circuit interrupter (gfi) outlet.. No other outcomes were reported. The nurse was not hospitalized, no medical intervention was required. The information provided to complaint indicated that the device was used in the bathroom in the time when the event occurred. The device was passed through functional and visual inspection, conducted by arjo representative. The functional test showed that the device was working correctly. The visual examination showed that the lift's power cord was not the one originally mounted to the device . The power cord component was replaced by the customer due to unknown reason. Moreover, the service technician observed that there was a faulty gfi outlet in the customer facility. These two factors described above might have contributed to the event. As the mains cable is a critical component of lift assembly, it is very important to consider and follow all the safety warnings and general maintenance rules provided in instruction for use: "do not store the lift in a shower, bath or another area with high humidity. Do not use an electric lift in a shower." "Keep all components of the lift clean and dry." The information provided to complaint confirmed that the lift was used in a wet environment. This factor combined with improper repairs made by customer facility could lead to physiological reaction (electric current passing through the caregiver body). Moreover, it needs to be emphasized, the device was in use for over 14 years. When reviewing reportable complaints for medi lift registered during last 5 years with similar fault description (electric shock), we have not found a similar reportable complaints. To conclude, the complaint was decided to be reportable due to the allegation of electric shock. The arjo lift played a role in the complaint issue when the event occurred. Upon the conducted investigation and lift inspection done by the arjo representative, we were able to determine that wet environment, incorrectly installed device plug, faulty gfi outlet in the customer facility could be contributing factors to the electric shock occurrence. Because the customer performed incorrect installation of the medi lift, the device did not meet manufacturer's specification.

Event description:
On (B)(4) 2018 arjo representative was informed about the event with the involvement of a medi lift passive lift at the (B)(6). Following the information reported by the customer, the caregiver received an electric shock when unplugging the device from the wall ground fault circuit interrupter(gfi) outlet. No other outcomes were reported. The nurse was not hospitalized, no medical intervention was required. The information provided to complaint indicated that the device was used in the bathroom in the time when the event occurred.